Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging the insulin pump was under delivering insulin. The customer also reported that they were taken to emergency medical services due to a high blood glucose level of 24-25 mmol/l and diabetic ketoacidosis. The meter read high when the customer was admitted. The customer was assisted in troubleshooting but the issue was not resolved. The customer was treated with insulin, pills, and antibiotics. The insulin pump will not be returned for analysis.